Manufacturer narrative:
No information on next removal attempt is available. Several attempts were made to reach out to the user to gather more information and to assist regarding this matter. However, user did not respond. The high rate of inability to remove sensor was addressed under CAPA-0104 which was closed per ntf-0404. No further investigation was found necessary.no resolution was possible for this complaint due to lack of response from the user despite making several follow up attempts.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 14th 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.